Event description:
A customer reported that coulter lh750 hematology analyzer was leaking clenz (cleaner reagent) onto the counter behind the instrument. The customer also indicated that the sheath tank was not full. The source of the leak could not be located, and the customer discontinued using the instrument. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
Field service engineer reattached the upper sheath restrictor tubing (which contains cleaner) and primed the sheath tank. Root cause is attributed to a detached sheath restrictor tubing. (B)(4).